Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was symptomatic and presented to the emergency room. The patient contacted boston scientific technical services (ts) and reported that a health care professional (hcp) at the hospital informed the patient that the device was not programmed for the patient's atrioventricular block and programming changes were then made and the patient was released from the hospital. Subsequently, the patient reported being symptomatic again and presented back to the emergency room. It was noted that the rhythmiq feature was causing a slowing in conduction that resulted in the patient symptoms. Programming changes were again made. No additional adverse patient effects were reported. This product remains implanted and in service.